Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure, the left ventricular lead exhibited high pacing impedance and failure to capture. Testing with pacemaker system analyzer-psa confirmed the out of range (oor) measurement was only seen in one vector. The device was reprogrammed. The patient was in stable condition during and after the procedure.